Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). Following pre-dilation with a 2.00x15mm balloon catheter, a 2.50 x 48 synergy drug-eluting stent was fully deployed in the distal part of the artery at 14atmospheres. Post-deployment, a flow limiting dissection was observed in the proximal rca. Another stent was deployed to cover the dissection; and the procedure was completed. The patient was in stable condition post-procedure.